Manufacturer narrative:
The p atient did not receive metothrexate based on the elevated hcg results from (B)(6) 2010 and (B)(6) 2010. The patient's hcg levels have been persistently elevated from (B)(6) 2010 on. The patient did receive 50 mg metothrexate i.m. In the beginning of (B)(6) 2010 based on previously elevated hcg levels and lower abdomen complaints. The patient did show slightly elevated liver enzymes. No adverse effects were reported.

Event description:
Customer received elevated hcg results for 2 different samples collected on different days from the same patient. These samples were remeasured by different methods which gave negative hcg results. Customer said the patient has had elevated hcg concentrations for a few months. Sample 1, initial result gave 17.51 u/l. Sample repeated using two different methods: beckman resulted as not detectable and ria resulted at < 1 ng/ml. Sample 2, collected (B) (6) 2010, initially gave 18.90 u/l. Repeated on beckman resulted as not detectable and ria resulted at < 1 ng/ml. It is unknown if erroneous results were reported or if patient was adversely affected. It was reported the patient had been treated once with metothrexate based on elevated results and clinical symptoms. No adverse events were reported in association with the treatment. No medications have been given or prescribed in hospital since (B) (6) 2010. Hcg reagent lot number was not provided. Samples are available for further investigation. Investigation is on-going.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. During the procedure, the blade stopped approx one minute into the case. A second device was opened and used to complete the case. No adverse patient consequences were reported.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding high sodium (na) result generated by the unicel dxc 600 pro synchron clinical systems. The high result was reported out of the lab and was questioned. The sample was re-tested and repeated result was lower. An amended report was issued. The specimen was then run on a different instrument which generated lower result. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Two patient samples were provided for investigation. A clear root cause could not be determined. The hcg results obtained by the customer were verified. There was no evidence of interfering factors in the patient samples. No indication of incorrect elecsys hcg result was found. The samples were further tested on an immulite analyzer which generated comparable measurements to the elecsys hcg values. Further investigation was not possible due to insufficient sample volume. The patient did not receive methotrexate based on results generated from the samples involved in this event. No adverse effects were reported except for slightly elevated liver enzymes.